Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a concern for recurrent pump thrombosis with lactate dehydrogenase level over 2000 and dark urine. Log files were needed for baseline trending. The patient was with stable flows and power of 6w on bivalirudin drip. The submitted log files noted a few power and flow elevations between 16oct2024 and 31oct2024. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: h4 - device manufacture date - corrected. The reported event of suspected pump thrombosis could not be confirmed based on the provided information. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of elevated lactate dehydrogenase (ldh) levels with dark urine could not be conclusively established through this evaluation. The submitted log file contained events from 08oct2024 through 08nov2024, per the timestamps. No significant elevations in pump power and flow were observed. Additionally, no notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.